Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was pre-syncopal and presented to the clinic. The lead was found to be dislodged. The lead was successfully extracted and replaced without complication during the procedure.